Event description:
The customer reported an issue with a cracked and shattered touchscreen on their pump, which resulted in an unresponsive and illegible screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and provided instructions for returning the faulty pump. The customer acknowledged the instructions and will use multiple daily injections as backup insulin therapy until the replacement pump arrives.